Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were long charge times and timed out capacitor maintenance intervals. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of long charge time was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.